Event description:
The healthcare professional reported that a 79-year-old female patient with a history of hypertension and obesity presented with an acute ischemic stroke (ais) underwent a mechanical thrombectomy procedure; the date of the procedure was not reported at the complaint initiation. A 5mm x 22mm embotrap iii revascularization device (et307522 / lot# unknown) was used. It was reported that the patient experienced a ¿subarachnoid hemorrhage with residual headache that regressed after a couple of days.¿ it was reported that no other medical intervention was performed. Information such as continuous flush and concomitant device(s) were unknown.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, weight, race, and ethnicity were not provided. Date of event: the date and month of the event is not known. The event year was reported to be 2022. The expiration date of the device is not known as the device lot number is not available/not reported. The initial reporter facility name, address, initial reporter name, phone and email address of the initial reporter are not available/reported. The device manufacture date is not known as the device lot number is not available/not reported. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Subarachnoid hemorrhage and headache are known complication associated with the use of the embotrap iii device and is mentioned in the instructions for use (IFU) as such. According to the information provided, the device performed as intended clinical and procedural factors, including vessel characteristics, device selection, device interaction, and operator technique, may have contributed to the event rather than the design or manufacture of the device. Although there was no reported device performance issue/ malfunction, this event will be conservatively reported to the FDA with the classification of ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 30-mar-2023. [Additional information]: on 30-mar-2023, additional information was received from the clinical field specialist. The information indicated that the lot number of the 5mm x 22mm embotrap iii revascularization device used was 22d064av. The date of the thrombectomy procedure was (B)(6) 2022. The location of the targeted occlusion was the m1 segment of the middle cerebral artery (mca). The clot was soft. There was no excessive vessel tortuosity. There was no vessel trauma / injury that could have caused the subarachnoid hemorrhage (sah). The information indicated that the sah occurred during the procedure; the information also confirmed that there was no medical intervention for the reported sah event. The duration of the residual headache was less than a day. The sah and the residual headache did not result in prolongation of the patient¿s hospitalization. There was no device performance issue as related to the embotrap iii revascularization device during the procedure. A review of the manufacturing documentation associated with this lot (22d064av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.